Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Reportedly, customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery. Additionally, it was reported that intermittently during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected across multiple cartridges. Reportedly, customer continued to use the cartridge for insulin therapy. Customer's blood glucose level was approximately 400 mg/dl.